Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 511sd firing button would not function correctly (trocar could not be armed). Another instrument was used to complete the case. There was no consequence to the pt.